Event description:
Balloon burst at 10 atmospheres.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the unit exhibited no visual anomalies. Functional testing: the balloon was prepped per the cordis instructions for use. The balloon was then pressurized with water to atmospheres; no pressure drop was observed. This procedure was performed two additional times revealing no functional difficulty. Microscopic examination: the balloon was held at a pressure of 12 atmospheres and examined light optically; no anomalies were observed. The balloon inflated and deflated normally and was found to be intact. A lot history review revealed that no other complaints of this nature have been received for the products from this sterile lot number.